Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery and below the knee vessel. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for less than 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries were reported.